Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  battery depleted earlier than expected. The ICD was explanted and replaced. Also reported was that the left ventricular (lv) lead was suspected to have become dislodged and had high threshold. The lv lead is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator 2011 (B)(6); 4076 implantable pacing lead 2008 (B)(6). (B)(4).